Manufacturer narrative:
We are waiting for additional information be distributor.

Event description:
After installation testing of the laser system, the voltage regulator board had faulty. We are unaware about delay of treatment or patient injury.